Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, all three of the devices misfired, clips were coming out crooked. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. All three devices were discarded.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
On (B) (6) 2010 through follow-up with the healthcare provider, the device was explanted due to an unsuccessful ring repair. However, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this event is no longer reportable to the FDA.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that two pieces of blade broke off during a total knee procedure. No adverse consequences were reported.